Event description:
The laser system has the following problem: "laser does not work." No adverse effects have been reported.

Manufacturer narrative:
We are waiting for additional information from the distributor.